Event description:
On (B)(6) 2013, the patient contacted animas stating she experienced unexplained high and low blood glucose (bg) measurements the last few days and the pump time set to am instead of pm. The patient reportedly experienced bg values in the range of 20mg/dl to 300mg/dl. It was noted that the patient's symptoms for the low, was dizziness and hunger. The patient denied being hospitalized. It was noted that the patient was correcting the high bgs via the pump and correcting the low bgs by eating carbohydrates. The patient stated due to the pump time setting to am instead of pm, her bgs went high in the afternoon and her bgs went low during the night. It was noted that the pump was without a battery for 3 to 4 hours and when the patient was able to put a new battery in the pump, she was able to change the pump time from am to pm. The reported blood glucose value of 300mg/dl is not indicative of a serious injury and does not meet the animas criteria of a hyperglycemic event. This complaint is being reported due to the patient experiencing a hypoglycemic event while using insulin pump therapy and due the alleged time issue with the pump.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: a 1 unit per hour basal rate was programmed in the pump and the pump was exercised for 24 hours to ensure the bt1 component was fully charged. After 24 hours the battery was removed for 6 hours. The bench testing confirmed when the battery was reinserted after 6 hours without power the time and date reset to 12:00 am (B)(6) 2007. Removal of the pump cover and a visible inspection confirmed the internal battery was leaking. The black box shows no valid occurrences of time and date resetting to the default setting. A manual time change was observed from (B)(6) 2007, 01:11 to (B)(6) 2007, 03:01. And from (B)(6) 2013, 03:43 to (B)(6) 2013, 15:43. A (B)(4) flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release